Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during our testing. The insulin pump has normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported that the insulin pump alarmed button error. She was trying to do a dual wave bolus when the numbers started ramping up. The buttons were unresponsive. The customer removed the battery and placed it back in but the insulin pump alarmed failed battery test. She could not clear the alarm. Customer's blood glucose level was 112 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.